Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of high blood glucose results. Caller states his fasting results should be 121mg/dl but some fasting results were 252mg/dl and 235mg/dl. No adverse event reported.